Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance and high thresholds. The physician queried a micro septal perforation. The lead was repositioned and impedance values were stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The lead was repositioned successfully.